Event description:
It was initially reported that the patient was experiencing a fury of partial seizures and an increase in partial seizures which are not very severe and no generalized convolutions. It is unknown the cause of the flurry or increase or if they are related to vns. Settings were adjusted. At the following appointment the patient was still having partial seizures often and the physician believed he was on too much medication which was putting him in a fog. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
.